Event description:
Rptr states that without her knowledge or permission her employer placed a blue spectrum light for the MFR. The lighting was noticeably brighter than the previous fluorescent lighting. Over a period of time rptr's eyes became increasingly intolerant of being exposed to light (fluorescent). The number of tubes did not help, but the "blue light" was excessively bright. Rptr was denied the option of dimming the lights to comfort because it was felt that it would affect the study. As a result, rptr's eyes are so sensitive to bright light that exposure (less than an hr) caused bilateral eye strain, pain and acute right eye pain, plus photophobia. The study hoped to prove that blue lights increase creativity and decrease use of pain medication in pts. Also, the blue lights caused her to have acute insomnia. (*)